Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an indentation at the center of the pacemaker site. Furthermore, the patient also experienced sharp pain and itching. The patient has already been seen and examined by two physicians and might be allergic to the components of the pacemaker. Additional information indicates that one of the leads was on top of the pacemaker and was causing erosion of the skin right in the middle of where the device was situated. The lead never broke through the skin, but the patient did have a scab on top of the skin. The pocket was revised and the broken down skin area was removed. There were no additional adverse patient effects reported. The pacemaker was explanted.